Manufacturer narrative:
As of 09/08/2021 unused retained samples were submitted to the lab for testing with no defects noted. In addition, aso reviewed records of biocompatibility tests and latex screening.

Event description:
On the initial report received by aso on 08/13/2021 consumer reported the product caused an allergic reaction. She stated sought medical attention. Consumer explained she applied a 1st bandage (3/4 strip) and this product tore her skin upon removal; then the consumer added she applied a 2nd bandage (xl strip) that caused blistering and a burn like reaction. For this report we will refer to the first product. And will refer to the 2nd product on report 1038758-2021-00031.

Event description:
On the initial report received by aso on (B)(6) 2021 consumer reported the product caused an allergic reaction. She stated sought medical attention. Consumer explained she applied a 1st bandage (3/4 strip) and this product tore her skin upon removal; then the consumer added she applied a 2nd bandage (xl strip) that caused blistering and a burn like reaction. For this report 1038758-2021-00030 we will refer to the first product. And will refer to the 2nd product on report 1038758-2021-00031. On completed cir received on (B)(6) 2021, consumer stated that the issue was with both tape and pad. Consumer added that she cleaned the affected area with water and covered them with liquid bandage.

Manufacturer narrative:
As of (B)(6) 2021 unused retained samples were submitted to the lab for testing with no defects noted. In addition, aso reviewed records of biocompatibility tests and latex screening. Refer to section b.6 of this report for further details. As of (B)(6) 2021 returned product samples were submitted to the lab for testing with no defects noted. Refer to section b.6 of this report for further details. Updated to add code 4101.